Manufacturer narrative:
Journal article: rocha, laura, et. Al. ¿endovascular approach for peripheral arterial injuries,¿ annals of vascular surgery, 27. 2013: 587¿593. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Reported via journal article. It was reported that graft occlusion occurred. The patient had a pseudoaneurysm in the right subclavian after an arterial puncture for a separate procedure. The injury was treated with a 12x50mm wallgraft and a 13x100mm non bsc graft. A duplex scan 6 months after the procedure showed no flow disturbances. However, within one year post procedure, the patient presented with mild arm claudication and the graft was noted to be occluded. They hypothesized that intimal hyperplasia was the cause of occlusion. After the risks of a new open or endovascular intervention were discussed, the patient chose to be treated conservatively.